Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-10. H.6. Investigation summary: bd received 10 samples and one photo for investigation. The photo was reviewed and the indicated failure mode for clotting was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for clotting was not observed. Bd was unable to duplicate the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (customer returned and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with 3 bd vacutainer® tube micro k2 edta lav map ce the sample clotted. This occurred once with lot# 2216889 and 2 times with lot# 2139564. There was no report of patient impact. The following information was provided by the initial reporter: three map edta tubes clotted unusually fast blood was taken from neonates/babies. Phlebotomist claims the tubes have been mixed correctly.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2139564. Medical device expiration date: 30-nov-2023. Device manufacture date: 19-may-2022. Medical device lot #: 2216889. Medical device expiration date: 31-jan-2024. Device manufacture date:04-aug-2022. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 3 bd vacutainer® tube micro k2 edta lav map ce the sample clotted. This occurred once with lot# 2216889 and 2 times with lot# 2139564. There was no report of patient impact. The following information was provided by the initial reporter: three map edta tubes clotted unusually fast blood was taken from neonates/babies. Phlebotomist claims the tubes have been mixed correctly.